Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen was unresponsive to presses. Technical support performed troubleshooting with the customer and found the pump to be functioning as intended. The customer's blood glucose was 178 mg/dl. The customer reverted to alternate insulin therapy.